Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿inadequate material selection¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water, or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient¿.

Event description:
It was reported that the survey respondent mentioned pain and retained fragments from the catheter when asked of complications while using foley catheter.